Event description:
It was reported that following the implantation of a monarc, the patient experienced midline mesh extrusion (found at a routine follow up visit). The patient was re-admitted and underwent excision of suburethral portion of mesh under general anesthesia on (B)(6) 2014 and had an uneventful recovery. There were no further patient complications reported in relation to this event.